Event description:
It was reported that, was doing a trial reduction of the hip and trials became too loose to trial.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-01144.